Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. Kit lot f705 was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f705 identified an increase in complaints associated with the centrifuge bowl leak/break complaint category. An investigation has been initiated in response to the increase of centrifuge bowl leak/break complaints observed with kit lot f705. Trends were reviewed for complaint categories centrifuge bowl leak/break and leak centrifuge alarm. No trends were detected for each complaint category. A photograph analysis was conducted for this complaint. A review of the customer provided photograph verify the leak centrifuge alarm received by the customer as shown on the instrument monitor screen. The additional photographs show the centrifuge bowl installed in the instrument, with blood leaking from the centrifuge bowl. The origin of the leak could not be determined based on the photographs. A material trace of the bowls used to build kit lot f705 found no related nonconformances and this kit lot had passed all release testing. The root cause of the centrifuge bowl leak could not be determined based off of the photographs provided. This investigation is now complete. (B)(4)

Event description:
The customer sent an email to report a centrifuge bowl leak/break during the treatment procedure. The customer reported a leak centrifuge alarm was received and noted blood leaking from the centrifuge bowl. The customer aborted the treatment and did not return blood to the patient. The customer reported the patient was stable. The customer has returned photographs for investigation.